Manufacturer narrative:
This MDR is being filed after the associated complaint was reviewed under remediation protocol (B)(4), complaint/MDR retrospective review and remediation and reassessed as reportable. Additional complaint investigation and record remediation was not performed.

Event description:
It was reported during the procedure, the balloon ruptured (longitudinally) due to the patient's anatomy. Another manufacturer's device was used to complete the procedure. No adverse effect to the patient was reported.